Manufacturer narrative:
G4: premarket / 510(k) #: k121667, k160823. Device evaluated by MFR.: nc quantum apex mr 15mm x 3.00mm stent delivery system (sds) was returned for analysis. A visual and tactile examination revealed no issues or damages noted in the hypotube. A visual examination of the balloon identified a complete circumferential tear with the distal section not returned. A microscopic examination found a complete circumferential tear was noted in the mid-section of the balloon, 22.6cm from the port exchange with the distal section was not returned. No kinks or damages noted in the shaft polymer extrusion. Bumper tip showed no signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
Reportable based on device analysis completed on 10-jul-2025. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the severely tortuous and mildly calcified proximal left anterior descending artery. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced for dilation. However, the device could not cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed balloon tear.